Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during 75% completion of a software update. The patient had to be placed on an ambu bag for 1 hour until the replacement unit was provided. The patient's father reported that this caused the patient to exhibit anxiety. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.